Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant (tsv4b8) and mount were reported for investigation. Visual evaluation of the as returned products identified that the mount hex was fractured. Additionally, there was sign of wear/bone residue around the external threads due to usage. Device history record (DHR) review for the lot (1235645) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (1235645) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown/not provided. First/given name: unknown/not provided. Email address unknown/not provided.

Event description:
Doctor reported the mount fractured during the surgery. Doctor finished the procedure placing another implant.